Manufacturer narrative:
This report is filed april 24, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the fixture was explanted on (B)(6), 2014 due to reported pain around the implant site. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.